Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of less than 200 ohms, noise, and oversensing. Some of the noise signals were consistent with minute ventilation (mv)/respiratory sensor oversensing, and some of the noise was of a different pattern. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of less than 200 ohms, noise, and oversensing. Some of the noise signals were consistent with minute ventilation (mv)/respiratory sensor oversensing, and some of the noise was of a different pattern. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.